Event description:
Hcp reported explant of pump due to malfunction with suspected baclofen overdose. The patient experienced altered level of consciousness. The pump was returned to the manufacturer for analysis. Further details will be sent in a follow up report.